Manufacturer narrative:
Device evaluation: the device has not been rec'd for evaluation. A f/u report will be submitted when the evaluation has been completed.

Event description:
While injecting through the hemostasis device the rotator came apart. No clinical staff were sprayed. This is the third time this has happened recently. No specific details are available for the additional two events. No pt harm or injury was reported. This is one of three reports for this complaint. 961662-2011-00018, 961662-2011-00019.